Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00951.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician experienced difficulty detaching a smart coil. It is unknown how the procedure was completed and it is unknown if there was an adverse effect to the patient. As of (B)(6) 2018, no additional information regarding this incident is available.